Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: n/a - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implantation of the preloaded, monofocal, intraocular lens (iol) the surgeon noted a defect along the edge of the iol which was only visible under the microscope. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section h3 - device evaluated by manufacturer? Yes device evaluation: no suspect product was received; however, a photograph provided by the customer was evaluated. The picture showed a pseudophakic eye implanted with a tecnis monofocal lens preloaded in the simplicity delivery system model dcb00. A crack like mark was observed in the lens periphery between 12:30 and 1:30 per the picture orientation. The location of the mark was not expected to impact the patient visual function, in the event the lens remains implanted; however, the definitive clinical impact or the potential root cause of the reported incident could not be determined by the picture assessment. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.